Manufacturer narrative:
Per (B)(4) initial report: additional information including x-rays, operative notes, location of the pain, how long afer primary surgery did the pain start, did the patient follow correct post-op protocol, whether the patient experienced any trauma post-op, patient medical history and an update on the patient has been requested in order to progress with the investigation of this event, and if received, will be provided in a supplemental report upon completion of the investigation. The explanted devices are not available for examination. The appropriate device details have been provided and the relevant device manufacturing records will be identified and reviewed. Please note: this report is filed with the FDA due to an adverse event experienced with a device that is similar to those placed on the market in the USA, however, this event occurred outside of the USA.

Event description:
Revision of a taperfit stem and modular head after approximately 4 years and 7 months due to pain.

Event description:
Revision of a taperfit stem and modular head after approximately 4 years and 7 months due to pain.

Manufacturer narrative:
Per -4607 final report. Additional information including x-rays, operative notes, location of the pain, how long afer primary surgery did the pain start, did the patient follow correct post-op protocol, whether the patient experienced any trauma post-op, patient medical history and an update on the patient was requested in order to progress with the investigation of this event, however, this information was not provided and thus the scope of the investigation was limited. The explanted devices are not available for examination. The appropriate device details were provided and the relevant device manufacturing records have been identified and reviewed. All finished parts associated with these records conformed to material and dimensional specification at the time of manufacture. Based on the available information, no further investigation can be conducted and the root cause of the reported pain could not be determined. Therefore, this case is now considered closed, however, should any additional information be provided then this case may be re-opened for further investigation. Please note: this report is filed with the FDA due to an adverse event experienced with a device that is similar to those placed on the market in the USA, however, this event occurred outside of the USA. The submission of this report does not constitute an admission that the device, reporting entity, entity's representative or distributor caused or contributed to this event.